Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:35:50, during night drain cycle four. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.